Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but photos were available for evaluation. The images showed the proximal end of the trocar. The circular seal was crushed and slightly protruding. It was reported that there was difficulty inserting the instrument into the patient and there was damage to a seal in the device. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a cadaveric surgery, the user noticed that there was some difficulty inserting the shears into the port. When the instrument was retracted, the proximal seal was punctured by the tip of the shears and due to the force when attempting to insert the instrument, the edge of the seal began to tear.